Event description:
It was reported that during prep for a ptca, resistance was felt when trying to backload the rocket catheter over the guide wire. It was noted that the tip of the rocket catheter was broken. A new device was used to continue the procedure.